Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received with a cap, no needle in an opened tray. No defect observed to syringe. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with juvéderm® ultra plus xc, the needle disengaged, and the product was lost. No injury occurred to the patient or injector.